Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found that the pusher was returned without the implant attached and the hypotube was kinked at the middle section. The implant was not returned for evaluation as it remained stuck within the microcatheter as described in the reported event. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the hypotube damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Please see section h10 for device investigation results.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the coil was unable to be delivered properly in the microcatheter, and a small part of the coil wire was broken in the microcatheter and was removed; however, the second part of coil remained was in the microcatheter. The operation was successful and there were no other risks.